Event description:
An endurant ii stent graft system was implanted in a patient during the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 4 years post the index procedure, the patient presented with a suspected rupture. CT found the contra lateral extension was dislodged. Re-alignment was done by extending the contra lateral extension into left external artery and embolized the left internal iliac artery. Approximately 8 years post the index procedure the patient presented to a different centre with dropping blood pressure and hemoglobin levels and was admitted to the ICU. Cts showed a suspected type ib endoleak on the extension limb on the right side, causing rupture. Re-intervention was completed the next day. Intra-op evaluation confirmed the pulsating on the abdominal cause by a type ib endoleak. Etlw1610c156ee was deployed forre-alignment and it was extended until the right external iliac artery and the right internal iliac artery was embolized. Final aortography showed the type ib endoleak was resolved, but it was suspected that a minimal type ii endoleak from the right internal iliac artery may be present. The procedure was completed. Per the physician the cause of the type ib endoleak was due to undersizing. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film analysis conclusion: the reported migration of the left limb stent graft identified approximately 4 years post-index procedure, as well as the type ib en doleak involving the right limb stent graft identified approximately 4 years later, were confirmed on the imaging provided. However, the underlying causes of these events could not be conclusively determined. Post-implant CT imaging obtained prior to the date when migration was initially identified by the physician was not available for evaluation of stent graft configuration in vivo from implantation until the time of the event. Stent migration was confirmed by complete separation of the left limb stent graft from the contralateral gate of the bifurcated stent graft, with an associated type iiia separation endoleak observed at the resulting gap. Although the cause of the type ib endoleak could not be definitively established, disease progression, including changes in aneurysm morphology over time, may have been a contributory factor. The reported aneurysm rupture could not be fully confirmed based on the available data. Review of the returned imaging did not reveal any stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.